Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation. The tamper seal had been removed, and the right plunger case was cracked. In addition, the bottom case was cracked under the l-bracket. A review of the event history log showed that the clutch/plunger level error was displayed. The investigator was able to replicate the customer reported product problem during a flow test. Upon further inspection, the investigator determined that the motor mount bushing for the leadscrew was installed on the wrong side of the motor mount. The component had come out because the leadscrew was loose in the mount. The investigator subsequently performed the following repairs: - replaced damaged bottom case and right plunger case. - replaced battery due to high cpi. - cleaned, greased and calibrated the device. - performed power up process and occlusion test. The pump passed all functional tests after the above measures were taken.

Event description:
Information was received indicating that a smiths medfusion 3500 syringe pump displayed a check clutch lever error. There was no reported injury to the patient.